Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician inflated the sakura dura star 3.25 x 15 balloon at the target lesion. After the inflation, the physician was not able to deflate the balloon fully and had to use force to withdraw it from the patient. The patient was reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician inflated the sakura dura star 3.25 x 15 balloon at the target lesion. After the inflation, the physician was not able to deflate the balloon fully and had to use force to withdraw it from the patient. The target lesion was a 90% tortuous left anterior descending artery (lad) lesion. The patient was reported to be in stable condition. Additional information was not available. The product was returned for inspection. One non-sterile sakura durastar 3.25 x 15 mm was received coiled inside 2 plastic bags. One bent was detected at 31.5 cm from distal end. Balloon was already inflated; inflation residues were observed. Inflation medium residues were removed. Inflation and deflation test were performed and no anomalies were found. Sem results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer could not be confirmed as the balloon could be inflated and deflated without difficulty. Neither the cause of the failure nor the kinks found during analysis could be conclusively determined. Based on the information available for review, vessel characteristics (90% stenosis and vessel tortuousity) may have contributed to the reported event. Neither the DHR review nor the product analyses suggest that the issue is manufacturing related. Therefore, no corrective actions will be taken at this time.